Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / nonfunctioning left essure device/ spillage in left fallopian tube". The patient's past medical history included multigravida, live birth in 1997, live birth in 2004, live birth in 2006, live birth on (B)(6) 2011, nausea, vomiting, breast lump (benign), vaginal bleeding, hemorrhoids, low back pain, painful hips, pubic pain, eczema, allergic rhinitis, cellulitis, chalazion, foot injury, pharyngitis, sore throat, myopia, amenorrhoea, tobacco user, asthma, rash over arms, pruritus, bloating, fatigue, diarrhea, flu, spotting vaginal, termination of pregnancy, uterine fibroid, abdominal pain, bleeding genital, breast biopsy, breast biopsy, hand operation, breast pain, extremities burning sensation of and breast conserving surgery. Previously administered products included for pregnancy prevention: mirena in 2011 and paragard. Concurrent conditions included obesity, throat pain and head pain. Family history included hypertension. Concomitant products included levonorgestrel (norplant) until 2014 and medroxyprogesterone (depo provera) until 2014 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia/ painful sexual intercourse/ vaginal pain during intercourse/ severe pain with intercourse"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain/ (achy pain daily, sometimes stabbing pain daily)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with naproxen, medroxyprogesterone acetate and surgery (in (B)(6) 2016, she had bilateral salpingectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had need for additional surgery. In 2014, she had pregnancy (termination), she used condoms for pregnancy prevention. Discrepency noted: pfs mentions essure (or any part of the device) removed? Yes ¿ (B)(6) 2016, bilateral salpingectomy - they tried but were unable to remove tubes. Mr mentions- on (B)(6) 2016 notes states she had essure devices that were left intact during the surgery. Due to scarring and placement deep in the cornua the essure coils were unable to be removed at the time of laparoscopy. (B)(6) 2016 notes patient states that she had her tubes removed in (B)(6) and was told to follow up with her primary doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Computerised tomogram - on an unknown date: ovarian cyst hysterosalpingogram - on (B)(6) 2012: nonfunctioning essure device in 2014, she had ultrasound for abnormal bleeding (general), dyspareunia (painful sexual intercourse), she had medication for pain. Current weight was (B)(6) lbs. She had 2 pregnancy terminations. On (B)(6) 2011 was cardiac activity was 150 beats per minute. After injection of contrast material there is free spillage from the left fallopian tube and the essure device was extraluminal. The right-sided device appears well-positioned and there was no spillage on this side. On an unknown date she had left breast excisional biopsy. On (B)(6) 2010, she had pelvic gyn ultrasound impression that there was inhomogeneous abnormal thickening endometrial echo complex. With given clinical history, a possibility of retained products of conception can be considered. On (B)(6) 2010, she had impression that ten-week three-day fetus and no iud can be identified on this study. On (B)(6) 2012, hsg (hysterosalpingogram) shows impression there continues to be filling of the left fallopian tube with free spillage. On (B)(6) 2014 and (B)(6) 2015, she had us pelvis gyn w transvaginal test shows impression of 1.4 cm right ovarian follicle and impression 2.7 cm left ovarian cyst. On (B)(6) 2016, she had urine pregnancy test was negative. Most recent follow-up information incorporated above includes: on 25-jan-2018: reporters added and updated patient demographics as height and weight. Historical condition, concomitant disease, laboratory data, concomitant drug, treatment drug were added. Suspect drug inaction. On an unknown date she had lower abdomen pain/ (achy pain daily, sometimes stabbing pain daily). In 2013, she had dyspareunia/ painful sexual intercourse, vaginal pain during intercourse severe pain with intercourse and updated event and onset date of events abnormal bleeding (general) and pain as 2013. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.